Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("irregular bleeding") in a 34-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (recovered prior to essure), goiter, parity (had baby in (B)(6) 2014), c-section ((B)(6) 2014) and prolapse repair in 2012. Previously administered products included for an unreported indication: oral contraceptives. Past adverse reactions to the above products included transient ischaemic attack with oral contraceptives. Concurrent conditions included heart disease congenital, hypothyroidism, vaginal discharge, dysfunctional uterine bleeding, tenosynovitis, obesity, hirsutism, vaginal dryness, ovarian cyst and lower abdominal pain. Concomitant products included lisinopril for hyperkalemia, levothyroxine for hypothyroidism as well as eugynon (lutera-28) and oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 15 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain ("pain") and weight increased ("weight gain/loss specify, weight gain difficulty losing weight"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes"), menstruation irregular ("other injuries or complication (s) (irregular menses - intermittent amenorrhea)") and amenorrhoea ("other injuries or complication (s) (irregular menses - intermittent amenorrhea)"). In 2016, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual cycle"), dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (undergo a major surgery as a result of her essure implants). At the time of the report, the genital haemorrhage, menstrual disorder and dysmenorrhoea had not resolved, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, headache, dyspareunia, fatigue, weight increased, alopecia, menstruation irregular and amenorrhoea outcome was unknown and the migraine had resolved. The reporter considered alopecia, amenorrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was still being tested to rule out other medical conditions. Plaintiff's physician has not yet recommended a way to alleviate her abnormal and painful menstrual cycle and irregular bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. On (B)(6) 2015, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, alopecia, dyspareunia, most recent follow-up information incorporated above includes: on 9-apr-2018: plaintiff's fact sheet and medical records received. Events per pfs: hormonal changes, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss, other injuries or complication (s) (irregular menses - intermittent amenorrhea) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("irregular bleeding") in a 34-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (recovered prior to essure), goiter, parity (had baby in (B)(6)2014), c-section (B)(6)2014) and prolapse repair in 2012. Previously administered products included for an unreported indication: oral contraceptives and nuvaring. Past adverse reactions to the above products included transient ischaemic attack with oral contraceptives. Concurrent conditions included heart disease congenital, hypothyroidism, vaginal discharge, dysfunctional uterine bleeding, tenosynovitis, obesity, hirsutism, vaginal dryness, ovarian cyst and lower abdominal pain. Concomitant products included lisinopril for hyperkalemia, levothyroxine for hypothyroidism as well as eugynon (lutera-28), oral contraceptive nos and rosiglitazone (venvia). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, 15 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2015, the patient experienced pelvic pain ("pain") and weight increased ("weight gain/loss specify, weight gain difficulty losing weight"). In (B)(6)2015, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced hormone level abnormal ("hormonal changes"), menstruation irregular ("other injuries or complication (s) (irregular menses - intermittent amenorrhea)") and amenorrhoea ("other injuries or complication (s) (irregular menses - intermittent amenorrhea)"). In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual cycle") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (undergo a major surgery as a result of her essure implants). Essure was removed on (B)(6)2018. At the time of the report, the genital haemorrhage, menstrual disorder and dysmenorrhoea had not resolved, the pelvic pain and migraine had resolved, the hormone level abnormal, headache, dyspareunia, fatigue, alopecia, menstruation irregular and amenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia and weight increased was resolving. The reporter considered alopecia, amenorrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was still being tested to rule out other medical conditions. Plaintiff's physician has not yet recommended a way to alleviate her abnormal and painful menstrual cycle and irregular bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. On (B)(6)2015, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, alopecia, dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received. Event outcome added for the events: weight gain/loss specify, weight gain difficulty losing weight, abnormal bleeding (vaginal, menorrhagia) and pain. Historical drug added: nuvaring. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("irregular bleeding") in a 34-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (recovered prior to essure), goiter, parity (had baby in (B)(6) 2014), c-section ((B)(6) 2014) and prolapse repair in 2012. Previously administered products included for an unreported indication: oral contraceptives. Past adverse reactions to the above products included transient ischaemic attack with oral contraceptives. Concurrent conditions included heart disease congenital, hypothyroidism, vaginal discharge, dysfunctional uterine bleeding, tenosynovitis, obesity, hirsutism, vaginal dryness, ovarian cyst and lower abdominal pain. Concomitant products included lisinopril for hyperkalemia, levothyroxine for hypothyroidism as well as eugynon (lutera-28) and oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 15 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain ("pain") and weight increased ("weight gain/loss specify, weight gain difficulty losing weight"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In august 2015, the patient experienced hormone level abnormal ("hormonal changes"), menstruation irregular ("other injuries or complication (s) (irregular menses - intermittent amenorrhea)") and amenorrhoea ("other injuries or complication (s) (irregular menses - intermittent amenorrhea)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual cycle") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (undergo a major surgery as a result of her essure implants). At the time of the report, the genital haemorrhage, menstrual disorder and dysmenorrhoea had not resolved, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, headache, dyspareunia, fatigue, weight increased, alopecia, menstruation irregular and amenorrhoea outcome was unknown and the migraine had resolved. The reporter considered alopecia, amenorrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was still being tested to rule out other medical conditions. Plaintiff's physician has not yet recommended a way to alleviate her abnormal and painful menstrual cycle and irregular bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. On (B)(6) 2015, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, alopecia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual cycle") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (undergo a major surgery as a result of her essure implants). At the time of the report, the genital haemorrhage, menstrual disorder and dysmenorrhoea had not resolved. The reporter considered dysmenorrhoea, genital haemorrhage and menstrual disorder to be related to essure. The reporter commented: plaintiff was still being tested to rule out other medical conditions. Plaintiff's physician has not yet recommended a way to alleviate her abnormal and painful menstrual cycle and irregular bleeding. Diagnostic results: on (B)(6) 2015, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.